Manufacturer narrative:
Service was dispatched to the site to address this event. The field service engineer (fse) found that tubing was disconnected from the sheath flow restrictor for port three. He replaced the tubing and performed preventative maintenance (pm) on the right side back panel of the instrument. The fse verified the instrument operation. Upon completion of the necessary repairs, the instrument was returned back into operation. The cause of the event was detachment of specific instrument tubing. No discrepant results were generated for this event; however, this specific failure mode may cause erroneous patient results to be generated upon recur. (B)(4).

Event description:
The customer noticed a slow drip of diluent, approximately two to three milliliters in volume, coming from behind a panel on the far left bottom of the coulter lh 750 hematology analyzer. The fluid was not contained and had rolled onto the table top. The origin of the leak was unknown to the customer. The healthcare worker interfacing with the machine was wearing personal protective equipment which included gloves, eye protection (goggles) and a laboratory coat. There was no exposure to healthcare worker uncovered wounds or mucous membranes and no injury was reported. No personnel sought any medical attention in association with this event. No patient results were affected by this event. No death or injury was associated with this event. There was an exposure plan in place at the facility and the material safety data sheets were reviewed.